Manufacturer narrative:
Additional information: weight. Medical history/medication.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The device is not available for analysis. (B)(4). According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) Additionally, the IFU states: do not attempt advancement of the sheath without the dilator and guidewire in place. Major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that during advancement of an aortic extender component (pla320400/16249019), the device met resistance and appeared to be catching on the existing limb on that side. According to the report, force was applied to further advance the device, which reportedly caused the gore® dryseal flex introducer sheath (dsf1833/334958) to completely back out of the access site. It was reported the aortic extender component was removed from the patient, at which point it was noted there was some space noted between the leading olive and endoprosthesis, with a slight bend to the leading olive itself. It was reported the damage to the delivery catheter was caused by interference with the existing limb during advancement. No catheter breakage was reportedly noted. The device was reportedly set aside. The sheath and guidewire were reportedly removed from the patient. It was reported that at that point, an attempt was made to readvanced the dryseal sheath without a dilator or guidewire in place, which resulted in ~1-2 inches of damage to the common femoral artery on that side. According to the report, the cause of the access site damage was the advancement of the sheath without the dilator or guidewire in place. It was reported a cut down was performed whereby a 2-3 inch section of the femoral artery was removed, and an open surgical graft was sewn in to repair the common femoral artery damage. The patient tolerated the procedure with no further adverse events.